Event description:
Complainant alleged that after delivering 3 successful shocks to a pt for cardiac arrest, the device displayed a "bridge test fail" message on the 4th attempt to deliver energy. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.